Manufacturer narrative:
The investigation has been completed.

Event description:
It was reported that during testing conducted at the user facility, the device was overheating but did not catch fire. There was no patient involvement, no delay, no medical intervention and no adverse consequences with this event.

Event description:
It was reported that during testing conducted at the user facility, the device was overheating but did not catch fire. There was no patient involvement, no delay, no medical intervention and no adverse consequences with this event.